Event description:
The complainant reported that the automated impella controller exhibited purge disk not detected alarm. The aic was replaced with no additional reported issues. No patient harm or injury reported.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing. Therefore, the root cause was due to a broken/missing purge flag. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.